Event description:
Reportedly, after firing the instrument the black return knob would not return and the device would not open. Additional tissue was cut to remove the device. Procedure: vats left upper lobectomy.